Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise and pace impedance measurements of less than 200 ohms. A new right atrial (ra) lead was successfully implanted and remains in service. No additional adverse patient effects were reported.